Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judwf049 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, patient comes to the unit to change PICC dressing. Removed statlock dressing that was in the package. Asepsis was performed on the spot (totally sterile procedure). After applying the skin protector (skin protect pas), fixed statilock on the patient's skin, however after fixation, one of the flaps of the statlock opened and it was not possible to close it again, as it did not lock when closing.